Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion; further described as fluid remained 24 hours post administration. The device was filled with flucloxacillin 8g in 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from february 3, 2022 - february 4, 2022. Two (2) actual samples were received for evaluation. The samples contained 52ml and 68ml of fluid in their bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range for both samples. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.